Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that leaking occurred from tubing connection to black plastic cadd connector. No patient injury was reported.

Manufacturer narrative:
B5) additional information was received indicating the reported event occurred while in use with 5-6 patients over a period of two weeks. It posed potential risk of contamination, stopped infusion, and under-dosing. The outcome of the issue has been noted as resolved.